Manufacturer narrative:
The customer performed maintenance on the primary and secondary metering systems. Additional investigation indicates that some of the results may have been caused by an incorrect quality control fluid being assayed. A definitive root cause could not be identified, but it is likely that the root cause is instrument related.

Event description:
The operator of a vitros 5,1 fs chemistry system observed imprecise quality control results with vitros valp reagent on (B)(6) 2008. The laboratory did not report vitros valp patient results during the event, and there was no allegation of patient harm as a result of this event. (B)(4). An additional MDR for this event is 1319681-2009-00012.